Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017, due to intracranial bleed. Additional information was requested, but none provided.

Event description:
Additional information: it was reported that the patient had been ill for several days prior to calling the vad team. The patient complained of back pain and refused to go to the emergency department by private vehicle or emergency medical services. The patient began to vomit and had a sudden decrease in mental status. It was reported that the patient had a coagulopathy from an elevated inr due to illness. The patient¿s inr at time of event was 4.6. The anticoagulation regimen had consisted of coumadin, and antiplatelet regimen had consisted of 325 mg of aspirin daily. A computerized tomography (CT) scan found massive intraparenchymal hemorrhage. The patient was intubated and on ventilation. Treatment consisted of mannitol, 3% ns, and vitamin k. The patient was comatose and subsequently expired.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracranial bleed could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.